Event description:
Pt underwent surgery using guidant ancure system to correct abdominal aortic aneurysm. Hosp personnel told family that the device failed. Later co learned that the balloon would not deflate. One family member thought they overheard the surgeon saying that she initially had problems getting the balloon to inflate but that was not confirmed. Surgeon decided to wait for 2 hrs to see if the balloon would deflate on its own. Surgery took 7 1/2 hrs, instead of the 2 hrs that were planned. Pt arrested in the critical care room and died at 6:45pm. Cause of death listed as myocardial infarction.